Event description:
The manufacturer received information alleging a ¿ventilator service required¿ alarm occurred on a ventilator device. The device was not in use on a patient at the time of the occurrence. The ventilator device was returned to the manufacturer¿s service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, the device displayed error code e-344, indicating a failure in the oxygen sensor, which was recorded in the error log. In conclusion, the oxygen blender pca, which includes the oxygen sensor, was replaced to address the issue. The root cause is not confirmed at this time. Additionally, periodic maintenance was performed, and the trilogy o2 pm1 kit was replaced as preventative maintenance unrelated to the reportable malfunction. The device passed all final testing and was confirmed to operate properly.